Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 80 mg/dl, 59 mg/dl, and 49 mg/dl. In response to the reported results customer self treated with orange juice. No adverse event reported. Requested return of suspect device and replacement was sent.